Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a broken return bin. A field service engineer worked with the customer to refasten and tighten the internal return bin in the matrix drawer, resolving the issue. The internal return bin is now ok for use. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a broken return bin. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.